Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 200 mg/dl and their sensor glucose read 65 mg/dl. The customer also stated their insulin pump would turn off from the inaccurate readings. The customer also reported several bad sensor alerts and calibration error alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.